Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous catheter intervention procedure, catheter entrapment occurred. The target lesion was located in the ramus intermedius. A 4.00x12mm nc quantum apex mr balloon catheter was advanced to the lesion. After dilation with 22 bar, the balloon catheter was removed, but it entrapped on the guidewire. Both devices were removed together. The procedure was completed with this device. No patient complications were reported and the patient's status was well.